Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals didn't match with the basal rate and bolus delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.